Event description:
Physician was using the laser during the procedure intermittently for about one hour when the laser stated low power. She turned the laser off and then back on, low power alarm was gone and laser seemed to be working fine. On the second firing of the laser it made a loud popping noise, stopped use immediately. The physician examined the eye immediately and found patient had sustained deep burn to the retina. Removed laser from the room and took it out of service.